Event description:
During minimally invasive esophagectomy (vats) the eea stapler broke while in patient. Md required to do open thoracotomy to complete anastomosis.device #1is this a laboratory device or laboratory test?no.